Event description:
It was reported that 100 bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm x 8mm had lot numbers not clear. The following information was provided by the initial reporter: lot# not clear

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (2) photos of the 0.3ml 30ga 8mm polybags and shelf carton, reporting a packaging printing defect. The photos were visually examined, and packaging printing defect was observed on the shelf carton. Based on the photos provided, embecta was able to confirm the reported failure. A review of the device history record was completed for batch # 2227439 all inspections were performed per the applicable operations qc specifications. No quality notifications or dispatches pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm x 8mm had lot numbers not clear. The following information was provided by the initial reporter: lot# not clear.